Manufacturer narrative:
(B)(4): remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body stent graft reportedly displaced distal to the intended landing zone in a location outside the aortic diameter treatment range for the device. The final angiogram showed the presence of a type ia endoleak that could not be resolved following ballooning and the placement of an aortic cuff. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
Based on a follow-up communication received from the physician, the patient returned for follow-up and showed no presence of an endoleak and resolved without re-intervention. As of the date of this report, there have been no additional patient sequelae reported.